Manufacturer narrative:
Investigation is ongoing.

Event description:
During a transfemoral transaortic valve replacement (tavr) procedure with a sapien 3 valve, an esheath and introducer were inserted. After insertion, the introducer was removed and placed on a tray with heparinized saline for later use. Hydrophilic coating was peeled off, and a lump of about 2.0 cm transparent hydrophilic coating floated in the tray with saline. A new esheath introducer set was opened. There was no report of injury to the patient, and the procedure was completed without any issue. The device will be returned for evaluation.

Manufacturer narrative:
This is two of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2021-03000. (MDR# 2021-07327-01). The edwards esheath introducer was returned for evaluation. A device history record (DHR) review of the work orders did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review of was performed and revealed no other complaints relating to the complaint codes below. Only damage relating to the hydrophilic coating were included in the review of the complaint codes. No imaging evaluation was performed due to no imagery was provided. All inspections are conducted on 100% of units, except in the case of product verification (pv) testing, where the tested units are chosen on a sampling basis. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. The returned device was visually inspected, and the following was observed: slight tip curvature. No signs of flaking or delamination of the hydrophilic coating. Shaft is smooth except for a couple rougher patches likely from dust due to device shipping/handling. A yellow discolored spot noted about 10.25 inches from distal tip with 2mm in length. This spot was also rougher to touch. When compared to sample introducer, no obvious difference in shine was noted. No other abnormalities were observed. An engineering study was performed to replicate the complaint event. No damage or flaking was observed on the introducer at any point of the study. When wiping the shaft with a dry or wet gauze, a yellowish residue was noted on the gauze. Additionally, the residue was faintly present in the saline solution for both the 5 minute and 15-minute groups. To test for hydrophilic coating coverage, the distal end of the device was wet with a red dye. The dye adheres to the hydrophilic coating to show where the coating is present on the shaft. The results of this test show that coating was not fully present along the shaft; however, this is likely due to the device already having been used during the procedure. Material analysis was performed on the isolated yellow material collected during product evaluation with fourier transform infrared spectroscopy (ftir) and a summary of the results were captured. Ftir results for the yellow residue show similar absorption characteristics as polyvinylpyrrolidone (pvp), one of the main components of the hydrophilic coating. The instructions for use (IFU) for the esheath introducer set (japan) and the device preparation training manual were reviewed. Per IFU: an introducer with a hydrophilic coating is used to facilitate entry and trackability of the expandable sheath into the vessel. Visually inspect the device components for damage, flush the introducer using heparinized saline through the guidewire lumen, hydrate the length of the introducer and expandable sheath with heparinized saline to activate the hydrophilic coating. Flush the expandable sheath using heparinized saline through the flush port; close the 3-way stopcock. Insert one introducer completely into the expandable sheath. Using standard catheterization techniques (percutaneous access or surgical cut down), gain access and dilate as necessary. There were no IFU/training deficiencies identified. Introducer hydrophilic coating damage is identified in the esheath risk management as a potential cause that may lead to pre-procedural delay, procedural delay, minor tissue damage, and embolism as captured in risk identification. This event reports hydrophilic coating damage/flaking after use that has not resulted in a patient harm, or a device failure to perform its function. Also, there was no evidence of product non-conformances or labeling/IFU inadequacies identified in the evaluation. Edwards continues to monitor complaint history on a monthly basis. The risk of hydrophilic coating damage/flaking and associated harms has been reduced as low as possible through design and manufacturing processes. Edwards has provided guidelines and instructions to the physicians in the IFU and training materials/refresher training on how to handle, prepare, insert, and remove the introducer. Users are informed of the residual risks associated with use of the delivery system and sheath through the potential adverse events section in the instructions for use (IFU) and/or device training materials. The benefits of the system outweigh the risks associated with hydrophilic coating damage. Therefore, the review of risk management file is complete, and no further action is required. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment escalation is not required. However, per management discretion, a product risk assessment was initiated for further investigation and risk assessment for issues related to hydrophilic coating flaking on the esheath introducer set. There were no edwards defects identified, and no corrective/preventative actions are required. The complaint for "general risks - failure - introducer damaged" was unable to be confirmed. A manufacturing nonconformance was not identified during evaluation. Visual inspection of the returned device did not reveal any abnormalities that would have contributed to the event. Reviews of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint event. A review of IFU/training materials revealed no deficiencies. Per the complaint description, "devices were prepared as instructed in the training manual and no abnormalities were detected prior to use. During a transfemoral tavr procedure for the aortic position with a 23mm sapien 3 valve, a 14 fr esheath and an introducer were inserted. After insertion, the introducer was removed and placed on a tray with heparinized saline for later use. A lump of about 2.0 cm transparent hydrophilic coating floated in the tray with saline. No injury was reported, and the procedure was completed without any problem". Per evaluation of the returned device, no signs of flaking or delamination of the hydrophilic coating was observed. However, there was presence of a yellow residue near the middle of the shaft ). Ftir testing revealed that the residue closely matches one of the main components of the hydrophilic coating (pvp). Additionally, per the engineering replication study, a yellow residue was observed on both the wet and dry gauzes and in the saline solution after soaking the introducers. It is possible that the observed yellow residue is related to a potential chemical reaction caused by prolonged soaking time. However, the engineering study failed to replicate the complaint. As such, available information suggests that procedural factors (soaked in saline, device mishandling) may have contributed to the event. However, a definitive root cause is unable to be determined at this time. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.